Manufacturer narrative:
The device was evaluated by ventec where the reported issue of it measuring lower peep (positive end expiratory pressure) than set and alarming due to low inspiratory pressure was confirmed. Ventec reseated the blower inlet coupler to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the blower inlet coupler, which was not fully seated.

Event description:
The device was returned to ventec for service. Upon evaluation of the device, ventec observed that it displayed alarms for low peep (positive end expiratory pressure) and low inspiratory pressure. There was no patient involvement associated with the reported event.